Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record. The system was found to meet all cosmetic and performance standards. A number of contributing surgical factors (or variables) can contribute to the reported incomplete or irregular flap issues. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during surgery procedures. However, based on the information obtained at this time, the root cause remains inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the inadequate incision part was found on the flap creation, when they checked a line-shaped scratch was found on the patient interface surface, flap incision was performed manually in unknown eye of the patient during refractive surgery. The cornea was uneven, surgeon was noticed similar defects since last month and too many problems.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).